Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a discomfort at the implantable pulse generator (ipg) site. The patient underwent a revision procedure wherein the pocket was revised and the ipg was replaced. The patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.